Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
At the end of a supraventricular tachycardia procedure, a transesophageal ultrasound was done which revealed a pericardial effusion. A pericardiocentesis was performed and 600 ml was drained and the patient stabilized. The perforation was located in the coronary sinus and the physician believes it occurred during an ablation shot in this location. There were no performance issues with any abbott device.